Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack and stopped working suddenly without any alarms which resulted in high blood glucose. Customer blood glucose at the time of incident was unknown but blood glucose reading at the time of call was 19 mmol/l. Customer reported that they were hospitalized for high blood glucose on (B)(6) 2021. Customer was treated with intravenous infusion in hospital. Customer was tested for ketones and result was over 3. Customer stated that they were feeling sick, been conscious but not able to do anything by herself. The insulin pump will not be returned for analysis.